Event description:
We were doing an ercp [endoscopic retrograde cholangiopancreatography]and the steel cutting wire on the sphincterotome was bent. We didn't find out the tome was bent until it was already in the patient. We asked the provider if he wanted a new one to use for the procedure and he declined. The cautery worked with the tome; we were just unable to bow/bend the tome all the way.